Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient. It was reported that 18 days following the patient's trial period they had a urinary tract infection (uti) and their healthcare provider (hcp) was aware of the issue. The patient later reported on 2016-06-23 that the uti had occurred during the trial period, and mentioned the trial had not worked for them and were having the trial leads taken out tomorrow. The patient was currently being treated for the urinary infection which had occurred last week. The patient was to follow up with their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.